Manufacturer narrative:
Correction: the correct date implanted is on (B)(6) 2023; not on (B)(6) 2023 as previously reported. The correct date explanted date is on (B)(6) 2023; not on (B)(6) 2023 as previously reported. This report is submitted on july 14, 2023.

Manufacturer narrative:
This report is submitted on may 15, 2023.

Event description:
Per the clinic, post operatively there was no neural response telemetry (nrt) and mpedance measurements were unremarkable. Post-surgery imaging revealed that the electrode not appropriately sitting in the cochlea. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure